Manufacturer narrative:
The rail of a compressor mini was reported broken as the user mounted a support arm on it. A service engineer found that a screw was broken and changed it. No picture was taken. The broken compressor side rails does not affect the compressor function or the delivery of compressed air gas. The side rails are to be considered as handle only, they are not constructed to be used as a mounting rails for hospital accessories. The event indicate that the device was used outside the prescribed and intended use.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the rail of the compressor was broken as user mounted the support arm on it. There was no patient harm. Manufacturer ref.#: (B)(4).